Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found image blackout and b31 error. Based on the results of the investigation the root cause could not be identified however it is likely that the defect of image sensor unit, failure of internal board of video connector, or the system led to the malfunction resulting in the b31 error and no image issue. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): it was confirmed that instructions, operation manual, chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the suggested event. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the videoscope presented a 'no image' error code during an inspection for use in an unspecified therapeutic procedure. The procedure was completed with another device. There were no reports of patient harm. Additionally, it was observed during the device inspection, that the device exhibited a b31 error.